Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was received at zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The multifunction cable used during the report was not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.